Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated there is crack and chipped off by the reservoir compartment and will not hold reservoir in now.